Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/limbs. The patient reported that beginning suddenly 4-5 months ago their therapy was turning on by itself. The rep indicated that the patient was having some toxicity and holding a lot of fluids that the patient thought maybe the fluids were causing the issue. The patient will feel it more if they press up against something on their back. It was unknown if the patient was confirming the status of the ins with their patient programmer during the events. The button use and best practice of checking the ins status was reviewed with the rep. The rep indicated that the impedances were within normal range of 460-679 ohms on all contacts. It was reviewed to turn the stimulation down to 0.0 volts and remove any active electrodes on either program. The patient was not using their stimulation for a while. No further complications were reported/are anticipated.